Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that "at the beginning of the month ((B)(6) 2018) because I had a high creatinine count and I was confused and I was toxic with the creatinine and I had to have alot of ivs and all kind of stuff and tests and I was very sick for a few weeks and they did a head CT scan and I was worried it could have effected it". Patient services reviewed that an interaction would not be suspected with a CT scan. No further complications were anticipated/reported.